Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5001959.

Event description:
It was reported that the patients midline incision had opened up and fluid discharge was noted. The physician performed a wound clean out. The patient was doing well and nothing was explanted.